Event description:
The customer obtained falsely elevated, non-reproducible patient results for three patient samples processed using vitros tropl es on a vitros eci system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated results were reported for all three patients and two of the three patients had treatment initiated. Corrected reports were issued and treatment discontinued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the customer is not following the sample collection tube manufacturer's recommendations for centrifugation time and speed. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." In addition, ocd field service investigated and made necessary repairs to multiple subsystems of the vitros eci. The definitive root cause of the falsely elevated vitros tropl es results is unk, however, sample processing or an analyzer malfunction could not be ruled out.